Manufacturer narrative:
The lot history record (lhr) was reviewed and there are no non-conforming material reports (nmrs) associated with this lot number.

Event description:
Device malfunction: partial stent deployment. Symptoms/ae: vessel dissection, vessel occlusion. Time of symptoms: during stent placement. Outcome: no patient effects reported. It was reported that during stent deployment in the external iliac artery which was not tortuous, but had moderate calcification, the proximal portion of the stent did not fully open. The markers stayed relatively tightly clustered. The physician advanced a balloon (fox 4x40) through the unopened portion stent. The unopened part of the stent opened except that two to three of the markers were dragged into the stent, causing the marker part of the stent to fold into itself. Following this, the physician post dilatated with a fox 8x20 causing a dissection which created a flap and an occlusion in the distal iliac-distal to the stent. The physician then deployed a balloon expandable stent (omnilink .035 7x28) into the distal iliac, butting it up and overlapping the existing stent and covering the distal iliac dissection, thus restoring flow. No reported effects to patient. No additional information available.